Event description:
Spouse reports spouse died at 1930. States pt. Woke up during the night at 2am and woke them saying something was wrong, pt's spouse said "tpn was soaking area and end of groshong that cap attached to was pulled out from groshong tube"; states taped line shut; then pt short of breath; called ambulance and taken to hospital; states md states pt. Died of air emboli in brain and major organs. Pt. Had history of necrotic bowel with short gut after surgery. On home tpn.